Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v237346, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient's device was never effective and was removed in 2010. The patient stated when they removed the device part of the lead broke off. The healthcare provider (hcp) that removed the device stated the lead fragment was too far down for them to get.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.